Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was having a replacement surgery. An intra-operative impedance test revealed that there was a short on electrode 0 and 3. The impedance was 36 ohms. The patient was not using 0 or 3. It was stated that the doctor thought 3 looked "suspicious" when it was disconnected from the extension. It was also stated that the doctor thought 1 and 2 looked suspicious as well. There were no prior records if a short had existed. Additional information received reported that there were low impedances on electrode #3. No cause of the issue had been determined. No interventions were planned. It was reported that the patient was receiving therapy and #3 was not being used.